Event description:
Boston scientific received information that during the attempted implant of this lead, the lead had required repositioning to obtain better lead measurements; however, the helix was stuck in the trabeculae of the right ventricle. A different stylet was used and the lead was rotated counter clockwise, but neither attempt worked. The lead was eventually able to be removed; however, upon removal the lead came out with a piece of bodily tissue attached to the helix. An emergent echocardiogram was therefore performed and a pericardial effusion and rv perforation were noted. The patient underwent a pericardial centesis to remove fluid from the rv. A new rv lead was implanted and the pocket was closed. Another echocardiogram was performed and a worsening effusion with lowering blood pressure were noted. It was then suggested that the patient was experiencing cardiac tamponade. The patient underwent a procedure to drain the fluid. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.